Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient was nauseated and she felt bad while the cgm was displaying 246 mg/dl. The patient's spouse contacted emergency medical serviced (ems), and after arrival to the home, the paramedics checked the patient's bg and it was 40 mg/dl. They administered IV glucose and after treatment, the patient started feeling okay. At the time of the report, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.